Event description:
It was reported that there was a damaged control knob on the external pulse generator (epg). There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comment that the epg had a damaged knob. It was noted that output connector assembly hanger assembly and upper case were broken. It was noted that the main printed circuit board (pcb), lower case, liquid crystal display (lcd), display frame and three knobs were contaminated, keypad was scratched, encoder stem was contaminated but functional and one knob was missing. It was further noted that battery drawer stuck during initial inspection. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.